Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. However, it was presumed that a difference in awareness of equipment handling and reprocessing procedures between olympus' recommendations and the facility. In addition, training has been conducted by olympus specialists on correct handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. An olympus endoscopic support specialist (ess) visited the site on (B)(6) 2023 for a reprocessing in-service. The ess observed the customer was not using the air/water channel cleaning adapter routinely. The ess reviewed the precleaning steps listed in the reprocessing instruction for use (IFU) and demonstrated the proper steps in using the adapter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported the gastrointestinal videoscope was not reprocessed correctly. The issue was found during reprocessing. There were no reports of patient harm.